Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not reproduce the symptom undetected upstream occlusion, but the symptom is considered confirmed, since it was found during b baxter's functionality testing. The device passed occlusion testing during the evaluation. The device was calibrated to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing, a spectrum pump failed to detect an upstream occlusion. There was no patient involvement.